Manufacturer narrative:
Result: incorrect technique / procedure. This event was due to an inadvertent splashing when discarding waste from the cobas ampliprep sample processing consumable. The technician was not wearing facial / eye protection when the incident occured. There was no report by the customer that this issue was due to a malfunction and/or a design limitation of the cobas ampliprep instrument. Conclusion: no device failure; operational context caused event. The cobas ampliprep instrument operators manual provides the following precautions: "contact with waste solution may result in infection. All potentially biohazardous waste is contained in the used spus. - take universal safety precautions when handling waste." It is stated in the complaint case that " patient has recovered from her eye infection." (B)(4).

Event description:
A customer from canada filed a complaint alleging that a technician was splashed in the face with waste when discarding the waste contained in a sample processing unit (spu) consumable used with the cobas ampliprep sample preparation instrument. She was not wearing facial / eye protection at the time. It is stated in the case that she developed an eye infection several days after the incident occurred. She went to her personal physician and was prescribed eye drops. It is stated in the complaint case that "patient has recovered from her eye infection."